Event description:
It was reported that patient underwent revision surgery on (B)(6) 2024, due to pain. The proximal femoral nail antirotation (prna) blade was replaced. The surgeon stated that it was too long. Patient had been implanted with the pfna three months prior. This report is for a pfna blade perf l105 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.027.036s. Lot: 800p362. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 12-may-2022. Manufacturing site: jabil bettlach. Expiry date: 01-may-2032. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.